Event description:
It was reported that during a rotational atherectomy treatment procedure, a shaft break occurred. The 100% chronic total occlusion (cto) lesion was located in the severely calcified and severely tortuous mi left circumflex (lcx) artery. The 1.25mm rotalink plus was advanced over a non bsc guide wire to the lesion. During ablation for 2-3 seconds at 180,000 rpms, the distal portion of the rotalink plus fractured. The fractured portion of the device was unable to be retrieved from the patient and remains in the cto lesion in the mid lcx. The procedure was aborted due to this event. No further patient complications were reported. The patient condition was fine.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The rg3 wire is 0.010 inch size . The rotablator dfu states - the rotawire guidewires available for use with the rotablator system are: floppy and extra support rotawire guidewires. The most probable root cause is user error. (B)(4).